Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported a "mucosa puncture" occurred while inserting a cortrak tube. The puncture was identified after doing a video swallowing test. Additional information received 10-jun-2022 stated cortrak feeding tube inserted on (B)(6) 2022 at 1000 via left nostril and removed (B)(6) 2022 at 1600 in operating room (or) for procedure. On (B)(6) 2022 at 0500 the tube was inserted via left nostril and removed (B)(6) 2022 at 1740 (removed by ear nose and throat [ent] medical doctor [md] via camera, no bleeding noted). On (B)(6) at 1748 the patient was evaluated by ent and a scope procedure was performed, removed tube with video camera assist. Antibiotics were administered for 5-days and strict nothing by mouth (npo) was observed for 3-days. On (B)(6) 2022 at 1800 the tube was inserted via left nostril by the registered nurse (rn) with camera assist by ent; removed on (B)(6) 2022 at 2230. The ent's medical documentation noted the following: on (B)(6) 2022 at 1748 a 73-year-old male who is admitted with stroke. He underwent placement of keofeed tube (kft) in the left nare on (B)(6) 2022. The speech and language therapist (sl) was assessing the patient with fees (fiberoptic evaluation of swallowing) earlier today and noted that the kft punctured the pharyngeal mucosa, traveling several centimeters submucosally, before emerging in the lumen of the throat and entering the esophagus. The kft had been working properly. The patient reported some throat pain. No neck pain, no neck swelling. The kft was seen in the left choana, then piercing the lateral nasopharyngeal mucosa just posterior to the fossa of rosenmuller. The kft then traveled submucosally before again piercing the mucosa to enter the true lumen of the supraglottis. The kft then goes into the intended location of the esophageal inlet. The kft was removed. No bleeding was observed. A new kft was placed under scope guidance there were no other lesions identified at the base of tongue, vallecula, piriform sinuses, post-cricoid space, vocal folds or laryngeal inlet. Both true vocal folds were mobile and meet at the midline without a glottic gapintake. A percutaneous endoscopic gastrostomy (peg) tube was placed on (B)(6) 2022. The patient was discharged (B)(6) 2022.

Manufacturer narrative:
The device history record for the reported lot number, 20090371, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. The user did provide tracings, but the tracings provided were for 5/10 and event date was 5/11 at 5:00pm. Additionally, as reported in due diligence follow-up, "the clinical team (at facility) does not feel the cortrak system was a contributing factor" and "organization does not feel that the machine had a problem and the organization has had no reported complications with the machine since the event". Without a sample evaluation or tracings of the incident to evaluate, the root cause of this incident was determined to be "unknown: no root cause was identified". All information reasonably known as of 26-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.